Event description:
Customer claims needle tip was "difficult to penetrate the skin with."

Manufacturer narrative:
The device is available for eval. However, the customer forwarded us a "report of product failure," with no device. We have rec'd no similar complaints in the past 3 years. A review of the device history record found no variations. Based on the report rec'd from the customer, it is our opinion that the needle tip of the device in question was damaged after leaving our facility. We 100% inspect these needle tips prior to packaging, and insert a sheath over the needle after inspection. We don't see any means by which this needle tip can be damaged with the sheath installed, and the packaging contains the sheath. Based on the above, we consider this an isolated incident.